Event description:
Reporter noted the cassette was not positioned properly and the drain bag was jammed, but it was not detected during testing. The system suddenly stopped during surgery, the anterior chamber collapsed and a posterior capsule tear occurred. The surgeon changed the cassette. No vitrectomy required and pt is reportedly recovering well.

Event description:
Folow-up with surgeon noted iol was implanted in sulcus. Pt's prognosis: va is 9/10, floating bodies, start of posterior capsule opacification, residue of crystalline mass in the inferior vitreous.